Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced difficulty loading a cartridge onto the pump. Reportedly, the last few cartridge changed have been harder to put the cartridge on. The user was able to load a cartridge. There was no impact to the user's blood glucose level. Reportedly, the user would continue to use the pump until replacement pump is received.